Manufacturer narrative:
Product was not available for return. Root cause could not be determined. Conditions are addressed in the package insert. Due to a lack of part and lot numbers, deviation and complaint histories were unable to be located. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a journal article titled, "hybrid total knee arthroplasty: 13-year survivorship of agc total knee systems with average 7 years follow-up¿ one patient was identified in the article that underwent revision of the patella button on an unknown date. There has been no further information provided and the patient outcome is unknown.